Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 part 803. The complaint was verified through quality testing. Maximum temperature for the attachment head exceeded the maximum allowable temperature. Microscopic evaluation revealed that the attachment was assembled with third party cartridge. Microscopic evaluation also revealed wear on the inside surface of the button that faces the pusher and on the pusher itself. This indicates severe interaction at high rotational speeds between these two mechanisms which creates heat. Detachment of the cap end bearing assembly from the set leading to set instability could also be the reason for the attachment overheating. All components looked dry with no evidence of lubrication.